Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that an impella cp was placed post percutaneous coronary intervention on a patient that was hypertensive and pressures were dropping. During support, it was noted that the impella cp was placed and left in a deeper position under fluoroscopy due to the unstable position at nominal level. The patient was successfully weaned after 95.65 hours of support and the patient survived the procedure.